Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable event image degradation occurred due to the cable damage, and the poor coupler connection was likely due to a scope mount malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited image degradation and a poor coupler connection. No patient involvement was reported.